Event description:
The customer reported a gas module iii gas flow was out of specification and the exhaust was blocked which may have impacted gas monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the unit. Corrections included replacement of the pump, exhaust hose, and tubing between the o2 filter and the o2 sensor. Performed gas calibration and tested to factory's specifications.